Manufacturer narrative:
(B)(4). Method: the complaint mr850jhu respiratory humidifier was returned to fph (B)(4) for investigation. The pcb of the returned humidifier was performance tested by inserting into a test mr850 humidifier. Following testing, the pcb board was removed and was visually inspected for damage. Results: the test mr850 humidifier powered on. No "electrical burning smell" was observed; however, an e20 error code was displayed in conjuction with an audible alarm and flashing of "see manual" indicator. Visual inspection revealed that the capacitor was disconnected from the pcb board and other board component was heat damaged. Conclusion: some components on the returned pcb board were damaged; however, no "electrical burning smell" was observed when the pcb of the returned humidifier was tested. The mr850 respiratory humidifier features an audible and visual alarm which alerts the user if the measured temperature exceeds 41 degrees c and disables the heater. The humidifier also features a thermal cut-out on the heater plate which limits the maximum temperature of the gas entering the system. An e20 error code, as observed on the humidifier display, indicates that a fault has occurred with the heater-wire circuit and may indicate that the thermal cut-out has tripped or that there is an open circuit. If an mr850 displays an e20 error code, the humidifier will stop heating.

Manufacturer narrative:
(B)(4).the (B)(4) respiratory humidifier is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a distributor that an (B)(4) respiratory humidifier was alarming and "caused an eletrical burning smell". This was noticed during use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a distributor that an mr850jhu respiratory humidifier was alarming and "caused an electrical burning smell". This was noticed during use on a patient. No patient consequence was reported.